Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right external iliac vein. Two 18-6/5.8/75mm xxl balloon catheters were used for dilatation. After advancing a .035 guidewire, the first balloon was used. However, during inflation at 5 atmospheres for 2 minutes, the balloon ruptured. The second balloon was advanced; however, during inflation at 2 atmosphere for 4 seconds, it also ruptured. The devices were removed over the wire and the procedure was completed with another of the same device. No patient complications were reported.